Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error multiple times and their blood glucose went up to 500 mg/dl and were hospitalized. The customer's current blood glucose reading is 200 mg/dl. The customer indicated that he did not have the pump with him and would call back to troubleshoot. Troubleshooting advised the customer to monitor pump and to call back to continue. Troubleshooting also found that this is a past event from 2 weeks ago.